Event description:
It was reported that balloon rupture occurred the 99% stenosed target lesion was located in the proximal popliteal vessel. The lesion had a focal chunk of calcium noted with little to no tortuosity. At some point during the procedure, two 5.0mmx40mmx135cm sterling balloon catheters were used for dilatation. However, during inflation under nominal pressure, the balloons ruptured. The procedure was completed with a 5x40 charger balloon catheter. No patient complications reported and the patient's status was fine.